Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a foreign body on the inserter or on the intraocular lens (iol). There was no patient contact. No additional information was provided to abbott medical optics. Note: this MDR is being submitted for the iol. A separate MDR will be submitted for the inserter.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/7/2017. Device returned to manufacturer? Yes. Device evaluation: the za9003 was returned in the original folding carton. The lens was adhered to an emerald cartridge at the wing area with viscoelastic. The alleged foreign material was not detected. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.